Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a sad procedure, the surgeon was removing the bursa and the blade started shedding.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A DHR review was performed by querying the ncmr database for historical data. The search did not identify any related issues for this product number.